Manufacturer narrative:
(B)(4). This complaint is for a report of a system error 2240 alarm. Complaint is confirmed and the assignable cause is patient disconnected without following emergency disconnect procedure. The lot number is unknown; therefore a batch review cannot be performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is being conducted through (B)(4).

Manufacturer narrative:
(B)(4).a follow-up report will be filed should any significant supplemental information become available.

Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display during dwell 4 of 5. The technical service representative (tsr) explained the alarm to the home patient (hp) and determined that the hp had disconnected but did not press stop. The tsr had the hp close all of the clamps to the bag and patient line, then cycle power off/on, press go to start to load the set and remove the cassette. The tsr advised the hp to dispose of the current supplies and start over either with manual supplies or all new supplies. There was patient involvement but no patient injury or medical intervention was indicated at the time of the initial report.